Event description:
It was reported that prior to the retrograde intrarenal ureteroscopy surgery (rirs) procedure, the console displayed error code 405 - footswitch #1 shorted. The case was postponed and there were no patient complications.

Event description:
It was reported that prior to the retrograde intrarenal ureteroscopy surgery (rirs) procedure, the console displayed error code 405 - footswitch #1 shorted. The case was postponed and there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found a problem with the low voltage power supply (lvps). The lvps was replaced and the problem was resolved, this, confirming the reported event. Device was installed on 3/26/2024 and this event occurred over 1 year after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of surgical procedure delayed is defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.